Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the device could not switch to low speed. A 1.50mm rotapro console kit assy china zero was selected for use. During the procedure, it was noted that the console could not switch to low speed. The machine showed the low speed was 130,000 rpm and the minimum high speed was 160,000 rpm. The speed could not be reduced. Furthermore, at high speeds, the speed could only be adjusted from 160,000 rpm up to 200,000 rpm. The procedure was completed with this device. No complications were reported and the patient was stable.

Event description:
It was reported that the device could not switch to low speed. A 1.50mm rotapro console kit assy china zero was selected for use. During the procedure, it was noted that the console could not switch to low speed. The machine showed the low speed was 130,000 rpm and the minimum high speed was 160,000 rpm. The speed could not be reduced. Furthermore, at high speeds, the speed could only be adjusted from 160,000 rpm up to 200,000 rpm. The procedure was completed with this device. No complications were reported and the patient was stable. It was reported that the observed speed in dynaglide mode was 108,000 rpm. In normal mode, the target speed was 160,000 rpm with no speed reduction. The speed in normal mode remained at 160,000 rpm and could only be adjusted upward, up to a maximum of 180,000 rpm.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The rotapro console failed cis rotapro manual test due to an air leak from the pneumatic kit. Failure was detected at advancer dyna mode button functionality test as its flowrate was out of specified range. The final functional test will not create a printout when this portion of the test fails. The cause was traced to a faulty pneumatic kit.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The rotapro console failed cis rotapro manual test due to an air leak from the pneumatic kit. Failure was detected at advancer dyna mode button functionality test as its flowrate was out of specified range. The final functional test will not create a printout when this portion of the test fails. The cause was traced to a faulty pneumatic kit.

Event description:
It was reported that the device could not switch to low speed. A 1.50mm rotapro console kit assy china zero was selected for use. During the procedure, it was noted that the console could not switch to low speed. The machine showed the low speed was 130,000 rpm and the minimum high speed was 160,000 rpm. The speed could not be reduced. Furthermore, at high speeds, the speed could only be adjusted from 160,000 rpm up to 200,000 rpm. The procedure was completed with this device. No complications were reported and the patient was stable.